Event description:
Information was received indicating that this ambulatory infusion pump was continuously beeping. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd® cadd-legacy 1 pump was returned for analysis. The customer's reported problem was "beeps continuously". Visual inspection revealed pump to be damaged with a cracked front and rear housing. Inspection of the pump's event log revealed no evidence of customer's reported problem. The moment the device was powered up, the device started double beeping. The downstream sensor was replaced. What caused the reported problem was the downstream sensor. Who caused the reported problem is unknown. Device history record was reviewed and found to be in compliance as no manufacturing or testing issues were found.